Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification, moderate tortuosity and 90% stenosis. The lesion was pre-dilated with a 2x12 mm trek balloon dilatation catheter and the 3.5x33 mm xience sierra stent was implanted. A dissection was noted at the distal edge of the stent. A 3x15 mm xience sierra stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.